Manufacturer narrative:
The suspect faulty main printed circuit board assembly was returned to vyaire and evaluated. The reported problem was confirmed but could not be duplicated and a conclusive root cause could not be determined.

Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed ¿transducer fault¿ during start-up. The customer reported that there was no patient involvement associated with the event.